Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The anesthesia system was investigated by our field service engineer. The error was resolved by replacing the entire patient system (volume reflector and patient cassette).the replaced parts have not been returned and cannot be investigated further. A complete set of device logs has been received and the logs show that the patient cassette was the cause of the reported flow transducer test failure. The true cause why the patient cassette (and the volume reflector) were faulty has not been determined.

Event description:
It was reported that the anesthesia system failed the flow transducer test during system checkout. There was no patient involvement. Manufacturer's reference number: (B)(4).